Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an endoscopic radical resection, when using the device the reload and handle cannot be smoothly installed and once installed the device won't fire. A replacement was used to resolve the issue. There was no patient injury.